Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined.

Event description:
Percutaneous coronary intervention (pci) was performed in a 99% stenosed non-calcified lesion with moderate tortuosity in the distal right coronary artery (rca). During withdrawal of the intravascular ultrasound (ivus) catheter, resistance was felt and the ivus catheter became stuck with a previously implanted stent. The physician repeatedly pushed, and pulled the ivus catheter until it was successfully released from the stent. After removal, it was noted that the monorail lumen was torn. The procedure was completed with this device. No patient complications were reported. Patient's condition was reported as "good".